Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent a replacement procedure and was reportedly doing well postoperatively.